Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an error 1 message. According to the ot ultralink owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2013. The patient reported the alleged error message first occurred on (B)(6) 2012 at 7am. The patient reported that either in late (B)(6) 2012, he obtained an alleged inaccurate high reading in the "120 mg/dl" range with the subject meter. The patient informed the mss that he manages his diabetes with insulin. The patient reported that because the result was within a normal range for him, he did not take any insulin. However, approximately 20 minutes after testing, the patient claimed he began to feel shaky and sweaty. At the onset of symptoms he tested his blood glucose with a neighbor's meter and obtained a reading in the "30's mg/dl." The patient stated he treated himself with food in response to the symptoms and low reading and confirmed feeling better sometime afterwards. The patient felt that the subject meter had read inaccurately high, since he did not feel his blood glucose could drop that significantly within the short time frame. The patient stated had the subject meter read lower, he may have been able to have avoided the low. At the time of troubleshooting, the cca determined that this was not the first time the meter had been used. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after not being able to test on the meter due to the alleged error message.

Manufacturer narrative:
Follow-up (2/14/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.